Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately two months post-implantation due to recurrent dislocation. The liner was exchanged. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon did not approve for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: unknown, item name: unknown head, lot #: unknown, item #: unknown, item name: unknown cup, lot #: unknown, item #: unknown, item name: unknown stem, lot #: unknown.

Event description:
It was reported patient underwent hip revision approximately three months post-implantation due to recurrent dislocation. The liner was exchanged. Attempts have been made and no further information is available.